Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the mis, rasp handle, double offset, left got broken. It was also reported that there was no surgical delay and another device was used to complete the surgery. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend considering the following event is identified: mechanism falls apart. Event summary: it was reported that during surgery the rasp handle fell apart. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the rasp handle was returned for an investigation disassembled. The rasp handle has significant deformations and discolorations in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position and in the region where the pin rests in the slot. Additionally there are heavy signs of usage at the slider. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible , a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as the instrument shows a lot of deformations. Instrument breaks or deforms due to off-label / abnormal-use possible, as the deformations indicate the instrument has been used abnormally. Conclusion summary the rasp handels was returned for an investigation disassembled. Due to excessive use there is a chamfer like contour and discolorations in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. Moreover, the instrument must have been impacted in an abnormal way, leading to the deformations at the mechanism. However, no exact root cause could be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to initially reported event.